Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer mentioned that the up and down arrows are sticking. The customer stated that they had a ring on the reservoir that got bent which leaked insulin into the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened act, down and up buttons dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to verify the failed battery test or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the button keypad anomaly. The pump passed the stop current test. The pump had a cracked case at the display window corner and minor scratches on the display window. No damage was found on the reservoir tube o-ring. No moisture damage was found inside the pump.